Event description:
It is alleged the pump is over delivering on the correction bolus. It was felt the device calculated too much insulin for a couple of correction boluses. In 2003 in the evening the pump calculated approx. 3.5u for a correction bolus and the pt did press yes, it was stated that when you manually calculate the insulin ratio the pt has it should have only been 0.5-0.75 units.